Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that when the cutting blade was activated, the blade came off of the cutting track. The surgeon opened another instrument to complete the procedure with no further difficulties. There was no pt injury. The device was returned for eval with the knife protruding from outside the jaws.